Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable pulse generator (ipg) is not working. The patient noted having to work up in the middle of the night due to pain at the device site. Follow up with the physician office yielded no further information. The device is still in use. No further patient complications have been reported as a result of this event.